Event description:
It was reported that the implantable neurostimulator (ins) was newly placed in the buttock (before it was in the abdomen). The healthcare provider (hcp) will wait until a complete recovery of the scar before recharging. Prior to the revision, the patient reported that it took a long time to recharge the ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: recharger accessory model 37754 (B)(4). Analysis of the recharger model 37754 (B)(4) showed no anomalies and could reproduce the observations or complaint. The recharger was able to synchronize with a test neurostimulator and passed all tests. Analysis of neurostimulator model 37713 (B)(4) was not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 37713 (B)(4) showed no anomalies. The ins charged in a typical duration with proper coupling. The trace report from the ins showed there was inconsistent coupling between the recharge antenna and the ins when the device was implanted, which increased the time needed to recharge.

Event description:
Additional review of the file found that it was reported that it took 4-5 hours to charge the neurostimulator to from 0 to 25% battery and only 5 of 8 coupling bars were achieved. It was noted that "stim was not too deep." The patient was seen on (B)(6)-2011. The neurostimulator was recharged for 2 hours in the morning and the patient programmer showed 50% full. The recharger was used correctly. The patient stopped recharging because she felt heat and "burn" in the area of the scar. The scar was "a little" red. The patient was only able to recharge when standing up, but recharging became "bad" when she sat. Additional information received reported the patient was seen on (B)(6)-2012 and reported the same symptoms as prior to the revision. The patient felt heat and "burn" in the area of the scar when recharging and while using stimulation. The scar became red and one point is open. The patient waited 6 weeks after implant before recharging. The patient also heard noise around the neurostimulator when recharging. The device seemed to be "ejected" by her body. The neurostimulator was going to be explanted the following week. The surgeon was going to wait 2 weeks before reimplanting the patient with a non-rechargeable device, in the event that there is no infection present.